Event description:
Healthcare professional reported "seroma". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: seroma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Sales representative reported "seroma". This record is for the right side. The device remains implanted. It's unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: seroma. Clarification to implant date - d6a: 2016. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, e1.

Event description:
Healthcare professional reported "seroma". This record is for the right side. The device was explanted.